Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was experiencing a calibration issue. A request for additional information regarding the incident has been sent and the response is not yet received. There was no report of actual harm to the patient occurring with this complaint.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was experiencing a calibration issue. Information obtained through good faith effort indicated the reported problem occurred while the device was removed from service for preventative maintenance. No patient was involved in the incident.

Manufacturer narrative:
Patient information updated.

Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the touchscreen was experiencing a calibration issue. Information obtained through good faith effort indicated the reported problem occurred while the device was removed from service for preventative maintenance. No patient was involved in the incident.